Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After one successful run, the device was removed and flushed again. It was then noticed there was a hole in the distal shaft near the transducer spraying saline. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After one successful run, the device was removed and flushed again. It was then noticed there was a hole in the distal shaft near the transducer spraying saline. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspections revealed the sheath was kinked and no holes were observed along the catheter. Functional inspection revealed the catheter flushed normally when the imaging core was fully retracted and fully advanced, and no leak or hole detected. Based on the evidence, the as reported code of sheath hole/perforated cannot be confirmed.